Manufacturer narrative:
C-1195 initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up in error. This case was submitted as the result of a retrospective review. It was reported that a metafix stem introducer doesn't work, the reported device was not used in surgery. No further information was provided. Additional information, including device details and the return of the instrument was requested in order to progress with this investigation, however, these were not provided, therefore, there was only very limited information available for the investigation. The appropriate device details were not provided and the relevant device manufacturing records could not be identified or reviewed. The reported instrument was not returned to corin (B)(4) and the initial reporter to corin (B)(4) did not confirm in what way the instrument was broken. Based on this corin now considers this case closed, however, should any new information come to light this case can be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.

Event description:
It was reported that a metafix stem introducer doesn't work. The reported device was not used in surgery. No further information has been provided.